Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21442498/5117174, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4316, batch/lot number: 23182466, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection at the ipg site. Symptoms were swelling, pus and an open wound. The physician believed it was not device or procedure related and potentially caused by impaired wound healing. The patient underwent an explant procedure and was doing well postoperatively. The patient was placed in antibiotics.